Event description:
It was reported that an unk number of pts experienced cut out after being implanted a znn cmn nail (exact catalogue number unk) and underwent a revision surgery. Implantation and revision surgery dates are unk.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, an amended medical device report will be submitted. (B)(4) .